Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736- 1670, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported essure almost ruined her life resulting in a hysterectomy. She has endured many health problems mental and physical. She had fibromyalgia, joint pain, neuropathy, post-traumatic stress disorder, migraines to this day that keep her in bed. She was sick all the time, not able to have intercourse with her husband because of the pain, she gained 60 pounds and she looked like she was pregnant because it caused an inflamed response to the entire body, enduring an untimely hysterectomy. She lost over almost 3 years of her life because she was in bed most of the time with 0 (zero) energy adding stress to her husband who was the provider for their son and herself. Always thinking that she was going to die and maybe not wake up, night sweats when she did sleep at normal hours and day sleeping because she had no energy. She was an athlete before essure. Product technical complaint investigation received on 16-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was not able to have intercourse because of pain (interpreted as dyspareunia). She underwent a hysterectomy. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In the present case limited information was provided, the exact temporal relationship between the event and essure insertion was not reported. However, given the nature of the event, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.